Event description:
Caller reported malfunction on the pump with an indication of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to reach out if the issue occurred again, which the caller acknowledged.